Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found the connector pin was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and post lumbar la minectomy syndrome. It was reported that the connector pin was damaged on the patient's recharger. The patient also noted the implantable neurostimulator (ins) was depleted because he was not able to charge. The caller was transferred to repair. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.